Manufacturer narrative:
Complainant indicated that the electrodes CPR-d padz involved in the incident were discarded during the event and would not be returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient in cardiac arrest, the device displayed a "check pads" message. Complainant indicated that the user did dry and shave the patients chest before applying pads and that re-seating pads received the same result. After obtaining another set of electrodes, the device was able to analyze the patient. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction.